Manufacturer narrative:
The investigation is ongoing. The device was discarded at the hospital.

Event description:
During a right-side tf tavr procedure using a 29mm sapien 3 valve, the operator was having issues getting the valve around the bend. The delivery system was severely kinked because it had partially broken in the area where the deflection occurs. The kink was observed in the articulating portion of the pusher catheter, the operator said that the catheter had actually fractured on the outer curve, but the fcs was unable to verify this. The device was pulled back and the operator debated whether to pull the device out with the sheath or re-advance. The decision was made to re-advance, twisted the device slightly and it went over the arch. At this time, it was believed that a left ventricle (lv) perforation occurred with the leading edge of the wire, likely because of the aggressive nature of advancing the device. The patient was placed on a bypass to control pressure. The decision was made to then deploy the valve. The valve looked slightly under-deployed off of echo. Decision made to open a new delivery system and re-balloon. Mild pvl off echo was observed at this point. The patient's lv was not functioning well, so an impella was placed and the chest was closed. The patient expired the night of the procedure.

Manufacturer narrative:
Correction to h6; component code, impact code, device code, type of investigation, investigation findings, investigation conclusion. The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, procedural training manual, and patient screening manuel. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing, the commander delivery system is both visually inspected and tested several times throughout the process. During the final inspection, the device undergoes visual and functional inspections. Additionally, the delivery system is tested and inspected on sample devices from each lot during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints for inflation difficulty, cracked flex shaft, and tracking difficulties were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the operator was having issues getting the valve around the bend" and "the decision was made to re-advance, twisted the device slightly and it went over the arch". Per the report, the descending thoracic aorta was very torturous. A tortuous anatomy can present difficult bend angles or constrained conditions resulting in higher resistance for the devices to overcome. This can potentially lead and contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. As reported, "the delivery system was severely kinked that it had partially broken in the area where the deflection occurs. The kink was observed in the articulating portion of the pusher catheter, the operator said that the catheter had actually fractured on the outer curve, but the fcs was unable to verify this". The exact nature of the damage to the flex shaft is unknown. As difficulty was reported tracking through a tortuous aortic arch, it is possible excessive manipulation was used to overcome tracking difficulties and resulted in the flex shaft becoming kinked/damaged. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel". As reported, "the decision was made to then deploy the valve. The valve looked slightly under-deployed off echo". The exact cause/nature of the inflation issue is unknown. It was also reported that the delivery system was twisted to overcome difficulty when crossing the aortic arch. Additionally, the patient's anatomy was reported to be very tortuous. Under these conditions, the patient's anatomy can present difficult bend angles or constrained conditions resulting in torquing of the system and higher resistance for the delivery system to overcome during tracking and subsequently affecting inflation and deflation. If the delivery system is twisted, torqued, or excessively rotated due to tortuous anatomy, it can potentially constrain the fluid pathway during thv deployment. These factors can potentially lead and contribute to the reported incomplete expansion from attempting to deploy the valve in the target location. In this case, without applicable patient/procedural imagery, a conclusive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (excessive manipulation (torquing)) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.